Event description:
The trunion broke off a fully-seated tri-lock broach, causing a 90-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirms a fracture of the post feature. A complaint database search finds no other reports against this product/lot combination, manufactured in march 2009. Wear through repeated use and use error is suspected as contributing factors. Based on the investigation the need for corrective is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.